Event description:
It was reported that malfunction 12 occurred, as indicated by the malfunction code presented. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the issue did not recur after resetting. The customer was advised to call back if the malfunction code reappears and acknowledged the instructions provided.